Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia approximately 4¿5 hours after announcing a small lunch meal while using the ilet, leading the user to stop entering meal announcements and to transition to backup therapy. Symptoms included low blood glucose readings to 40 mg/dl with subsequent self-correction and return to target range. Outcomes included no injury, no medical intervention beyond self-treatment, and no hospitalization. Investigation included troubleshooting and user education by clinical support. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device alerts or alarms were reported. It was concluded that the event was user-reported hypoglycemia with an undetermined cause and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.